Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Subsequently, it was reported that the pump time was incorrect after the pump came out of storage mode. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose was 300 mg/dl.